Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced since patient reported high blood glucose episodes lasting greater than four hours, requiring corrective actions including syringe use and site changes. Additionally, the patient reported abdominal infusion-site pain, discomfort, and skin irritation on (B)(6) 2026.